Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer (3mh00y2k6fw8) is not a valid serial number. Therefore, it was updated to unk. At this time, product has not yet been returned and the serial number provided was not valid. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a unspecified high reading issue with the adc freestyle libre 2 sensor. The customer subsequently experienced symptoms of vomiting and loss of consciousness. Emergency services were called, and a paramedic meter reading of 2.7 mmol/l was obtained. The customer was treated with milk and "high sugar drinks". There was no report of death or permanent injury associated with this event.